Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was suspending insulin too often. The pump suspended from 5:00-6:30 and the parents were asleep. However, the customer's blood glucose was 148 mg/dl at 4 am and at 8 am the customer's blood glucose was 195 mg/dl. Customer's sensor glucose reading was 160. Customer's pump is programmed to suspend before their blood glucose gets to 65. Caller stated that this is the first sensor that they actually used.